Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dirty spot in the tube of a transfer set. This was noted before use, during the labeling of the product at the warehouse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The sample evaluation included visual inspection with the naked eye and magnification, which confirmed the report of particulate matter inside the sealed pouch. The sample received leak testing, clear-passage testing, and clamp function testing; these functional tests revealed no issues that could have caused or contributed to the reported problem. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported problem was verified, but the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.